Event description:
A malfunction alarm with the code "malf 00" was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.